Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000.0 mcg/ml at 232.3 mcg/day via an implantable pump via flex dosing for an unknown indication for use. It was reported that there were several motor stalls. The patient had two unexpected motor stalls and the third one was caused by the magnetic resonance imaging (MRI) scan. There were no reported patient symptoms. Pump logs were provided and showed that there was a motor stall on (B)(6) 2019 at 13:42 with a motor stall recovery on (B)(6) 2019 at 15:01, a motor stall on (B)(6) 2019 at 10:11 with a motor stall recovery on (B)(6) 2019 at 11:05, and a motor stall due to MRI on (B)(6) 2019 at 11:34 with a motor stall recovery on (B)(6) 2019 at 12:05. No diagnostics/troubleshooting done, only logs were checked once. Patient did not hear alarms when the first 2 motor stalls occurred ((B)(6) 2019 & (B)(6) 2019). There have been several motor stalls that were discovered by accident when checking the long report. For the motor stalls in (B)(6) and (B)(6) no cause could be determined and no factors that they could think of. Motor stall recovery occurred automatically. Nothing more was done to resolve, also because patient did not feel any different. The pump remains in the patient and will not be replaced for the time being. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign manufacturing representative. It was reported that there was no MRI that occurred on (B)(6) 2019 and (B)(6) 2019 and the patient was not near an airport during those times. It was further reported that no diagnostics have been performed yet. They did not have any idea of the cause of the motor stalls that occurred in (B)(6). These motor stalls were not noticed and not detected, there were no patient symptoms, and the patient had not heard any alarm. The motor stalls were seen on (B)(6) 2019 due to routine log reading due to the MRI on that same date. The multiple motor stalls did resolve within 1-2 hours. There were no reported complications. The patient¿s medical history included multiple scleroses, unknown when symptoms started.